Event description:
The doctor reported that one of his laser vision correction patients experienced a vision loss of four lines after a laser retreatment. The patient reportedly is not able to work.

Manufacturer narrative:
The event was described to be related to ifs as opposed to the visx or wavescan systems. Brand name: ifs; femtosecond laser, model# 20005k; serial # (B)(4). PMA# k060372. A service was not requested by the clinic. A review of the ifs equipment service history reveals that a pm was performed with no issues reported.

Manufacturer narrative:
Equipment service was not requested by the clinic. A review of the equipment service history reveals that the last service on the excimer was performed in june and at that time a bss (balanced salt solution) splash was found on the optics. The optics were cleaned. No other issues were noted.

Manufacturer narrative:
(B)(4). Mfg date: june 2008. Placeholder.